Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt was receiving effective stimulation intra-operatively; however, the pt stopped receiving effective stimulation after he was moved to post-operation for programming of his scs system and pt education. An x-ray identified the scs lead had migrated. The physician removed the scs lead. The physician advised the pt to go home and determine whether or not the pt wanted to retrial. There is no additional info at this time.